Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Could not reproduce the door opening issue. Knocked out the dents in the x-stage cover and did not change the positioner controller. I adjusted the drive chains. The imaging system passed all tests and is up and running. The problem with the door not opening was determined to be user error. The user did not know to hold the button down. This was confirmed by the biomedical engineer on-site. System is functioning as it should. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door could not be opened. The user was reportedly attempting to use the imaging system for a confirmation spin at the end of the procedure. The door was eventually opened after a delay of 1 hour. The use of the imaging system was discontinued at this point and the procedure was completed successfully without it. The patient was not impacted.